Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the adhesive at the tip of the light guide connector had peeled off, causing the ring to come off and remain inside the scope receiver. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center tip of the light guide came off and the ring part of the light guide fell inside the device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.